Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead's insulation got damaged and the lead exhibited low pacing impedance measurement. The lead was not used, and a new lead was implanted. The patient was stable throughout.